Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s high blood glucose level was 400 mg/dl and the low blood glucose value was 50 mg/dl at the time of incident. Customer also stated that when they checked the blood glucose the low blood glucose value was under 40 mg/dl. Customer was treated with the insulin pump for the high blood glucose. The device will not be returned for analysis.